Event description:
The customer reported that the laser setting has to be increased from 400-600 to 900 in the last 3 months. Additional info received from the nurse stated, the surgeon has to increase the power up to 900 in order to complete the treatment effectively. The surgeon has reported some patients have presented with post operative eye irritation. Additional info received from the surgeon noted that every time he steps on the pedal, he gets 2 laser shots fired and stated that it is a "much heavier laser". His patients have since presented with retinal necrosis, cystoid macular edema, and inflammation. The surgeon declined to provide more info on the events.

Manufacturer narrative:
The company sales rep was on site and observed the issue may be an alignment of the laser system. Samples have been requested. A service request has been opened to check the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).